Event description:
Additional information found the patient had one of their leads explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: - corrected the physicians name and address.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47628. It was reported one of the patient's leads had high impedances causing auto-reducing. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead had high impedances, as such both leads are being reported.